Manufacturer narrative:
This supplemental report is to correct the initial MDR reported event date. The correct event date was (B)(6) 2017.

Event description:
It was reported that the patient had expired due to congestive heart failure and atherosclerotic coronary artery disease. No further information is available.

Manufacturer narrative:
A partial lead with the connector pin measuring 6.0 cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.